Event description:
The symptom information provided indicates that the customer reported the equipment displays maintenance error. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.